Event description:
It was reported to vyaire that the vent¿s reading was fluctuating sporadically for the mean pressure and delta p panel meters. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - it was confirmed that the device will be fixed onsite. At this time, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : onsite repair.

Manufacturer narrative:
Results of investigation: the pressure transducer board was replaced and resolved the issue. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.